Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to not be pacing and there was no capture. The rv lead dislodgement was suspected. It was also reported that the implantable pulse generator (ipg) device had premature battery depletion. Both the device and the rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended and tissue in the helix. If information is provided in the future, a supplemental report will be issued.